Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation conclusions - product not returned the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction to h6 medical device problem code - 1081 was omitted from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up with a loss of capture exhibited by the left ventricular lead. Subsequent chest x-ray revealed lead dislodgement. The lead was explanted and replaced.